Event description:
The device was used successfully on a pt on (B)(6) 2010. After use one of the pogo-pins was found to be stuck inside the device. The user was alerted to the problem when, after the event, the pad-pak was replaced and the green status led was not flashing. No allegation of malfunction was made. The device performed to specification during the event and the pt survived.

Manufacturer narrative:
The investigation confirmed that the device had operated to specification during the event. An inspection of the device confirmed that one of the pogo-pins was bent and stuck inside the device. Because the pad-pak itself a single use device, it was considered highly likely that the pogo-pin became bent when the user was inserting a new pad-pak after the event. The bent pogo-pin caused a poor electrical connection between the battery and the device which resulted in the green status led not being illuminated. The user was therefore alerted to the problem. The pad-pak (batteries and electrodes) used in the device is for single use only but the pad 300p defibrillator is a multi use device. It is not known if this was the first use of the pad 300p device.